Event description:
It was reported to Boston Scientific Corporation that a CRE Fixed Wire Dilatation Balloon was used during an Esophagogastroduodenoscopy (EGD) procedure to treat stricture performed on (b)(6) 2026.During the procedure, the balloon would not deflate completely. The scope and balloon were removed as one from patient and had to cut the catheter. The procedure was still completed with the same original device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block H6: IMDRF Device Code A140101 captures the reportable event of balloon failure to deflate.